Event description:
General report rreceived of an unspecified number of undocumented incidents of disconnections. The customer contact reported the option-lok male adapters disconnect from the microclaves. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.